Event description:
It was reported by the patient that as a result of having the product implanted, the patient has experienced bleeding, pelvic pain, infections, dyspareunia and chronic groin pain for the past two years.

Manufacturer narrative:
The investigation is currently in process, once completed a supplemental MDR report will be filed.